Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The information from the hospital stated that there was bacterial growth of acinetobacter baumannii in the expiratory cassettes. The design of the ventilator and the expiratory cassette minimizes the risk of contamination from one connected patient to the next. A bias flow used for sensing triggering efforts from the patient maintains a positive flow from the ventilator to the y-piece at all times, leaving the inspiratory side uncontaminated. A non-return valve on the expiratory cassette outlet prevents air from the expiratory cassette from leaking back to the expiratory limb of the breathing circuit. Validation of the cleaning methods that was performed verified that there was no bacterial growth measurable in expiratory cassettes that were sterilized in a steam autoclave according to our cleaning instructions. The conclusion is that there was an outbreak at the hospital and it is very likely that bacterial growth was found in least one of the expiratory cassettes but it has not been confirmed that the cleaning was exactly as per recommendation. The spread could have depended on a wide range of contaminated objects and persons. The bacterium is an opportunistic bacterial pathogen primarily associated with hospital-acquired infections. Its pathogenic potential includes the ability to adhere to surfaces, form biofilms, display antimicrobial resistance and acquire genetic material from unrelated genera, making it a versatile and difficult adversary to control and eliminate.

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that cross infection with microorganisms occurred among patients exposed to mechanical ventilation that were treated with ventilators during the month of (B)(6) 2018. The hospital stated that the expiratory cassettes that are used with these ventilators were detected with growth of bacteria. The hospital further stated that the cleaning of expiratory cassettes is done by an external firm. According to the hospital the cleaning consists of external cleaning, drying and sterilization by autoclaving. The hospital does not use filters on the expiratory side of the expiratory cassettes. A total of 19 ventilators were involved. The patients got temporary pulmonary infections that were treated with antibiotic treatment of blood spectrum. The final outcome for all patients was no injury. Manufacturer reference#: (B)(4).